Event description:
It was reported that a cartridge change error occurred with the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the customer to inspect and clean the pump but was unable to resolve the issue. The customer was referred for escalated troubleshooting and advised to use a backup pump.